Manufacturer narrative:
This event is reported at this time based on analysis findings which indicated a reportable event. H3. Product analysis: equipment used: vis (m-78210), 203cm ruler (m-83361) as found condition (condition of returned device): an axium prime coil was returned for analysis within a shipping box; within an opened axium prime coil outer carton; within an opened axium prime coil inner pouch and within a dispenser track. The headway microcatheter used during the event was not returned for analysis. The axium prime coil was returned within introducer sheath. Visual inspection/damage location details: the axium prime pushwire was found to be broken at proximal end and bent at ~35.0cm from proximal broken end. The implant coil was found to be already detached and within introducer sheath. The implant coil was found to be stretched and damaged. The implant coil was unable to be pushed out further for additional analysis as it was found to be stuck within introducer sheath. No other anomalies were observed. Testing/analysis (including sem reports): the axium prime coil could not be used for resistance testing with an in-house micro catheter due to its damaged condition. Conclusion: based on the device analysis and reported information, the customer¿s report of ¿coil resistance/stuck in catheter¿ could not be confirmed as the axium prime coil could not be used for resistance testing with an in-house micro catheter due to its damaged condition. Possible contributing factors to ¿coil resistance/stuck in catheter¿ include the use of an incompatible device for delivery, severely tortuous patient anatomy and failure to hydrate the axium implant coil prior to use. The model and lot numbers for the headway micro catheter were not provided; therefore, compatibility could not be assessed. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Medtronic received a report that an axium coil was stuck in the catheter, location unknown. The same type of product and lot number was used as a replacement. The catheter was not damaged. It was unknown if the coil was damaged. The reported device and any accessory devices were prepared as indicated in the instructions for use (IFU). No patient symptoms or complications were associated with this event. The patient was undergoing surgery for treatment of an aneurysm. Ancillary devices include a glide sheath, rist 6f guide catheter, headway microcatheter. Additional information received reported another coil was used from the same lot and it worked. Continuous saline flush was administered and maintained as indicated in the instructions for use (IFU).